Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.